Event description:
It was reported that the nurse programmed saline as a keep vein open line to hang an intermittent medication as a secondary infusion. Shortly after the infusion started, there was a channel error code 240.4150. The channel showing error code was removed and reattached old channel to the old pc unit. The infusion was restored. Again, there was a channel error 240.4150. Pc unit and channel removed and tagged for biomed with the error code number on the tag. There was no patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the nurse programmed saline as a keep vein open line to hang an intermittent medication as a secondary infusion. Shortly after the infusion started, there was a channel error code 240.4150. The channel showing error code was removed and reattached old channel to the old pc unit. The infusion was restored. Again, there was a channel error 240.4150. Pc unit and channel removed and tagged for biomed with the error code number on the tag. There was no patient harm.

Manufacturer narrative:
The actual date of event is unknown. Correction: unique device identifier (UDI) #. Additional information: imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of error code 240.4150 was not determined because no products or device logs were returned.